Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed "status code 140" and "status code 56". The complainant indicated that there was no pt involvement in the reported malfunction.